Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated the ring on the reservoir compartment fell out. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Unit was received with loose retainer and missing reservoir tube lip. Unit was received with cracked reservoir tube lip. Unit was received with peeling serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.